Event description:
It was reported that the patient presented with an increase in ventricular capture and a drop in r-waves amplitude. The output voltage was increased and the patient will be monitored every 2-4 weeks.

Manufacturer narrative:
Na